Event description:
A (B)(6) pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure although thrombus was partially observed in proximal site and proximal neck angulation was 50 degrees for infrarenal neck to axis of aaa. Moreover, it was confirmed that the pt suffered from ischemic heart disease and hyperpiesia. The procedure was conducted as labeled but confirmatory angiography after iliac leg placement revealed occlusion of left internal iliac artery. The physician attempted to push up the left iliac leg with a balloon catheter, but the occlusion was not resolved and the procedure was completed. No other adverse effect to the pt was observed after the procedure.

Manufacturer narrative:
(B)(4) - occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "unless medically indicated, do not deploy zenith flex aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow organs or extremities." "Incorrect deployment or migration of endoprosthesis may require surgical intervention." "Inability to maintain patency of a least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is inaccurate deployment. This failure mode was determined based on the provided event description as well as the physician comments: "it was difficult to see the bifurcation area of left internal iliac artery since ti was behind of iliac artery and narrow although c-arm was used." We will continue to monitor for similar complaints. No add'l actions required at this time. The risk is insufficient per qera.